Manufacturer narrative:
Initial reporter address 1: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the limb. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.